Manufacturer narrative:
Additional information: patient information received.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The representative was unable to reproduce the reported issue during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively after closing the imaging system¿s gantry, the buttons on the pendant stopped working. The site restarted the system and the issue was resolved. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.